Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -03.00/+4.5/176 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to low vaulting and due to surgeon preference change (surgeon preference change is referring to icl size change noted from postoperative icl vault). The lens was replaced with a longer lens and the problem was resolved. The status of the eye was good.

Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. PMA/510(k): this product is not marketed in the us. (B)(4).